Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-1297: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It has been reported that during a bph surgical procedure at 49,585 joules of use and 8:22 minutes, ¿end of fiber tip broke¿ was noted. Reportedly ¿this was a functional issue; no part of the fiber became dislodged.¿ the fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: ¿ok¿. No injury to the patient was reported.